Event description:
Same case as: 6000093-2007-01252, 6000089-2007-00891. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, the stents "failed" resulting in another myocardial infarction (mi), congestive heart failure (chf), vertigo, and pneumonia. Per the patient, three stents were implanted on three different dates by three different physicians at the same facility. It is unclear which stents were implanted on which dates. Per the patient, the physicians report there was no deployment problem during insertion. As a result of the stents, he has experienced chf, vertigo and pneumonia. He was hospitalized 34 days post the initial procedure with tachycardia, 200 bpm, that required cardioversion. He also had a defibrillator/pacemaker combination implanted 10 months post the initial procedure for the same symptoms. He has had "loss of heart function" which has increased to 43%. No additional patient complications were reported. Additional information has been requested from the physician, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Additional implant date: 2004 and ten days later.